Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 and mesh was implanted. The patient reported experiencing pain from the implantation. Current state of the patient includes terrible pain during sexual intercourse, throwing in the stomach like stabbing, sciatica and lumbago constantly, pain in the legs, seizures of uterine contractions up to the rectum and hyper fatigability. Actions taken in the healthcare facility for patient management include cesarean burch (exercise incontinence), hysterectomy and oophorectomy. No further information is available as the event was reported by the patient in confidence.